Event description:
It was reported that a healthcare provider and the user contacted support regarding recurrent nocturnal low glucose while using the ilet with a freestyle libre 3 plus sensor, with a documented low to 64 mg/dl that the patient treated with oral glucose. Customer care provided support that included review by the clinical management line and discussion with the user. Investigation of this case revealed the low reading was consistent with a sensor compression artifact on the freestyle libre 3 plus rather than device malfunction. No clinical symptoms associated with hypoglycemia reported. Outcomes included self-treatment with juice and no hospitalization. It was concluded, based on previously established findings for similar reports, that the cause was unclear with suspected sensor compression contributing. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.